Event description:
During follow-up, noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.